Manufacturer narrative:
The implant date was (B)(6) 2016. Internal complaint number: (B)(4).

Manufacturer narrative:
Multiple attempts were made to retrieve the device, but were unsuccessful. If any additional information becomes available regarding this event, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) displayed an error messages when attempting to perform a bolus and the programmer later displayed error messages when the pump was inquired. Troubleshooting was performed but the issue persisted. The pump was explanted on (B)(6) 2016.